Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the ventilator was alarming transducer fault, high rate, high peak inspiratory pressure (pip), low peak inspiratory pressure (pip), and low exhaled volume (ve). There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated.

Manufacturer narrative:
Corrected data: on supplemental report 001, date received by MFR: was blank on error. Date should be 09/09/2016.